Event description:
It was reported that a homechoice (hc) device experienced an unknown alarm during automated peritoneal dialysis (apd) therapy. A swap of the device was initiated. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed and the reported problem was identified as a low drain volume (ldv) alarm. A visual inspection and functional testing were performed and found no issues. The cause of the ldv alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.